Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer. Fse cleaned the detector lens, which resolved the issue. No further action was required by the field service engineer.

Event description:
This report summarizes <noe> 1 </noe> malfunction event on the aia-900 analyzer. The review of the event indicated that the aia-900 analyzer experienced background check error messages, which caused delayed reporting of critical patient results. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate any remedial action to prevent an unreasonable risk of substantial harm to the public health.